Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on an unknown date and anatomy. During the procedure, the whole clip assembly limply hanging from the catheter. The procedure was completed with another resolution 360 clip. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an endoscopy at an unknown location.